Event description:
The representative reported that the accessory tunneling carrier severed as the surgeon had tunneled two dbs extension devices through the cervical fascia. An additional surgical incision had been made to route the extension products during the case. There had been no report of injury; the patient has recovered without sequela.

Manufacturer narrative:
Results of final device analysis revealed the carrier product is broken; a crack in the material was detected at the distal end of the inner carrier. Visual exam shows the distal edge of the inner carrier appears to have been stretched slightly prior to fracture. Tool marks were detected in the material located between the inner and outer carriers; the damage see is consistent with product damage that occurred during use.